Manufacturer narrative:
Complaint confirmed, the screw broke. The fragment returned measured about 12 mm long. Measurable features indicate the device met specifications. The cause is undetermined, however likely causes of such an event include prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a chevron bunion procedure the surgeon was implanting the ar-8724-16pt, quickfix screw, when the anchor broke. The distal end of the screw was unable to be retrieved and remains in the patient. For the implantation of the screw they placed the guidewire, used the countersink to prep the cortical bone, measured the screw, then placed the screw. The screw is self drilling/ self tapping so it was not necessary to drill the bone. The proximal portion of the anchor is being returned for evaluation. To complete the case the surgeon had to reposition the guidewire and go at a different trajectory with a different screw.